Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.5; lab: >5.0(8 hrs later). This case qualifies as an adverse event. Patient had a gi bleed and is hospitalized. Adverse event follow up: the patient is out of the hospital and is doing fine.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 12/31/07; inratio: 1.5; lab: >5.0(8 hrs later) mean: cannot be determined; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid testing time interval is 3 hours or less. These readings were 8 hours apart. As a result, the results would be considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. However, this case qualifies as an adverse event. Product will be tested when returned.